Event description:
The customer's father took the customer to the doctor due to high blood glucose levels, and the doctor wanted troubleshooting done on the insulin pump. The customer was not available for troubleshooting at the time of the call, and the father stated he'd call back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.